Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that severe non uniform rotational distortion (nurd) image appeared. During a percutaneous transluminal catheter rotational ablation (ptcra) procedure, an opticross¿ imaging catheter was selected to view moderately calcified target lesion. However, it was noted that severe non uniform rotational distortion (nurd) image appeared. The imaging catheter was then flushed, the y-connector was checked and the tortuosity of the catheter was straightened;however, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Evaluation of the returned device revealed that fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. No other visual damages were encountered upon visual inspection. Impedance testing shows an electrical open at proximal wave form. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Imaging core windup was found within the telescope section of the device. The telescope assembly was not able to properly pull back, advance, or retract due to imaging core windup. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).